Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that router needed to be replaced. Codes b01, c07 and d02 are applicable to this analysis. Product ID 9735799, lot number: nx2103o11508, was returned to the manufacturer for analysis. The reported complaint could not be confirmed. The wan port, all 8 ethernet ports and the dmz port all functioned as intended. The cable that was returned with the kit passed a continuity test, with no opens or shorts detected. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Product ID 9735994, lot number: 1707294996400919, was returned to the manufacturer for analysis. The returned checkpoint was fully functional, as the wan, dmz and all 8 ethernet ports functioned as designed. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
There was additional information on the return date. Please see d9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing a planned maintenance (pm), it was noticed that there was an amber light on the camera. There was troubleshooting present. It was reported that it was confirmed that there was a "scu" connection error. The manufacturer representative (rep) re-sat the ethernet cable in a new port on the router and the issue resolved, the amber light went away. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown, product ID: 9735799, serial/lot: unknown, and product ID: 9735994, serial/lot: unknown. H3, h6) the product ID: 9735859, serial/lot #: unknown, was returned to the manufacturer for analysis. The returned connector had no physical damage and passed a continuity test with no opens or shorts detected. Codes b01, c19, and d14 are applicable. H3, h6) system servicing has not been performed. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A05 captures the amber light on the camera and a1102 captures the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.